Event description:
It was observed in the device evaluation that the subject device exhibited an issue where the connecting pin between the pull rod and the forceps jaw had broken off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.